Event description:
Pt presented w/ luq pain and ldh of 2067. Echo showed high inflow velocities indicative of suspected pump thrombosis. Pt was deemed not a candidate for exchange, was made dnr-c, pump turned off, pt allowed to expire.

Manufacturer narrative:
(B)(6).